Event description:
During a coronary artery bypass graft procedure on (B)(6) 2014, it was reported that an application instrument gun was not grabbing the zipfix. The case was delayed less than fifteen minutes until another zipfix application instrument gun could be pulled for use. There was no patient harm. The surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing and a product development evaluation were completed: the second generation instrument shows little marks and scratches on some of the moving parts which would indicate a short time use of the device. No screws are loose or other damages are identified. The second generation instrument was inspected and an application test with three implants were preformed. The implants could be tensioned and cut as per the design intent. The complaint could not be replicated with the returned device. However it was found that the instrument had not been lubricated as per the instructions provided by the manufacturer. There was no design related issues found on the returned instrument. The instrument passed the required functional test successfully and is fully functional as per the design intent. No malfunction could be identified on the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product returned was not the same lot number of 7606881 as reported in the initial complaint. The returned product lot # 8447968 has the same part number and manufacturing location another device history report was completed for the returned lot no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This is not a correction as it is unclear which lot number is the complained device if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.